Event description:
Information was received indicating that during use of this smiths medical cadd extension sets, the cassette tubing became disconnected from the extensions set. No patient injury reported.